Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain one) alarm was identified in the log. The alarm occurred on (B)(6) 2013, 12:26:56. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs, but the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.